Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) eroded through the patient's skin. It was further reported that the device detected pause episodes that appeared to be loss of contact and some episodes exhibited artifact. The device was explanted. No further patient complications have been reported as a result of this event.